Event description:
It was reported that the patient had 2 deep brain stimulators (dbs) sets removed due to infection. Refer to manufacturing report # 3004209178-2013-11452.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009. Product type: implantable neurostimulator: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3387s-40, lot# v296975. Product type: lead: product ID 3387s-40, lot# v296975. Product type: lead: product ID 3387s-40, lot# v196743, implanted: (B)(6) 2009. Product type: lead: product ID 7438, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).